Event description:
Additional information received from the manufacturing representative (rep): manufacturing representative clarified that issue with communication was due to faulty controller. Replacement controller is working well for patient. Manufacturing representative reported that issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was the caller indicated that the patient is having a lot of issues getting the remote to connect to the ins. The patient is able to charge the ins. When the recharger is disconnected from the remote, it displays a no device found message. The caller was not with the patient. Tss reviewed information about troubleshooting. The caller will follow-up with the patient. Additional information was received from manufacturer's representative stating they attempted unpairing and re-pairing controller to ins without resolution. Caller stated controller works ok with recharger attached. A replacement controller was sent out. In another call, caller indicating that pt having issues connecting controller to ins. It took 15 minutes for pt to find their ins using controller. Last week, we had walked caller and pt thru re-pairing controller to address an issue. Pt upset with still having issues with controller. Further details unknown as caller disconnected to take call from the pt we were discussing. Caller called back later about this pt. Additional information was received from manufacturer's representative stating patient has received his new controller and still having issues. Every time patient uses the controller, they see no device or have trouble getting connected. Rep had met with the patient last week, wednesday and saw this too. This was with the new controller. They had tried to enable/disable with no change. The patient isn't getting the pain relief expected and thinks it has to do with the external components. Rep reported the controller would communicate slightly better with the controller right over the ins. Caller noted communication with his tablet was "wonky" too. Caller had to be close to the ins with the ctm to communicate. Caller noted ins has been in for a few weeks so no change for weight, ins pocket not swollen. Caller has requested a new controller be sent just in case. Reviewed mdt file capture at next visit possibly. Recharging seems fine for the patient but communication with only the controller is difficult. Ctm had to be closer than normal while using the cp. Patient currently has stimulation but not covering the pain. Disable/enable was used according to the caller. No ins pocket changes or weight changes. A replacement controller was sent out. Caller is meeting with pt this wed, (B)(6) at 2:30 eastern. Tss is going to call out to rep so walk them thru creating mdt file and getting session file(s). Caller mentioned losing tablet telemetry when ctm about 2' away from pt and recharging is good so far. Caller also saw that pt's controller was not connecting at all to pt's ins during the most recent clinic visit. Additional information was received from manufacturer's representative stating they met with pt in clinic today. Pt still able to charge their ins fine. Pt had received a 3rd controller and this one worked fine with their ins and no issues with distance communication. Tablet communication was fine today and telemetry was intact at 3-4' away without any issues. Impedances were normal range. No falls, trauma or other medical procedures since implant. Tss had them create an mdt file and will send instructions for sending in to mdt. Collecting mdt file for due diligence reasons even though telemetry seems fine with the system now. Reassigning case and sending instructions to caller to send in mdt and session report. Additional information was received from a manufacturer representative (rep). It was reported that the session files were received from caller and caller also mentioned patient still having issues with communication though caller didn't specify the exact issue the patient was having. Technical services (tss) sent a follow up email reviewing some best practices for controller use and whether patient could call into patient services (pss) to do some troubleshooting. Tss reviewed that since the controller has been replaced 2x already, that we should rule out other educational factors since pt is very recently implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.